Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while exercising while programmed to the secondary sensing vector. Technical services (ts) was consulted to review the device data. Upon review, ts determined that the inappropriate shock was caused by t-wave oversensing associated with a low r/t wave ratio. Troubleshooting was performed, including an automatic sensing setup. Following this process, the device selected the primary sensing vector, and the patient was discharged from the follow-up visit. Subsequent review of the primary sensing vector by ts indicated adequately large r waves, however, t waves were also elevated. Ts noted that this may still pose a risk for inappropriate therapy due to potential oversensing. At this time, the electrode remains in service. No adverse patient effects were reported.